Event description:
It was reported that the event involved a pt while in the cath lab prior to insertion. During product prep of two different iab-05840-lws's, when connected to the intra-aortic balloon pump (autocat2wave, s/n (B)(4)), the fiberoptix sensor (fos) was not detected and the pump alarmed system error 8 (same result both iab's). There was no detection by acoustic or optical (green) signal. As a result, the iabp therapy was not given. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a 20 minute delay or interruption while troubleshooting. Pt condition remained unstable. The md attributed the continued instability of the pt to the fact that the mechanical support of the heart was missing. Pt was moved to another hospital for cardiac surgery. It was requested that the pump be serviced by a third party service organization.

Manufacturer narrative:
(B)(4). Device/ parts will not be returned for eval. Teleflex (B)(4) will send third party service organization service report when completed.